Manufacturer narrative:
A DHR review was not conducted, based upon review of the information provided by the customer and age of the pump, as it does not necessarily indicate a problem with the initial manufacture or prior repair of the device. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product information has been provided to date.

Event description:
It was reported that at the bag change the bag was almost full. No patient injury was reported.